Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for a consult review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, the egm showed the device to have recorded ventricular and atrial episodes. Review of the ventricular episodes showed that the patient appeared to be in atrial fibrillation (af) with rapid ventricular response (rvr) rhythm. The device inappropriately delivered bursts of anti-tachycardia pacing (atp) and shocks. Therapy appeared to have been exhausted. Ts also noted there to be pacemaker mediated tachycardia (pmt) episodes. Further review showed the pmt to have been atrial driven and was terminated by the algorithm. Ts discussed programming options with the hcp. At this time, no additional adverse patient effects were reported. This crt-d remains in service.